Event description:
Approximately one and one half months after implantation of a 95 degree dcs plate into the pt's hip, the plate fractured into two pieces. The plate measures to be six inches in length. The fracture occurred at the second compression screw at the third hole. The plate was removed and replaced.